Event description:
Pt reported that, last night, emergency medical services were contacted, on their behalf. They indicated that upon arrival, their blood glucose measured 24 mg/dl on emt's blood glucose monitor, and 69 on their blood glucose monitor. Pt was given oxygen, a glucose injection, and an i.v. (Contents not provided). Pt's blood glucose measured 145 mg/dl 10-20 minutes later (214 mg/dl, on their device. Controls were not in use. A request was made to return the suspect product, and replacement product was sent.